Manufacturer narrative:
This case has been closed due to missing information. No relevant testing could be performed. Since the lot number is unknown, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken. Clinical evaluation: the spouse of patient report that patient is in intensive care and spouse was not sure if high blood glucose level triggered heart attack or if heart attach triggered high blood glucose levels. The patient also experienced symptoms of diabetic ketoacidosis (blood glucose level 590 mg/dl, vomit) and was treated with insulin drip. The spouse of patient reported that patient started having elevated blood glucose levels about 3-4 weeks ago. Because patient was having black outs due to low blood glucose levels the healthcare provider adjusted the basal settings. The spouse explains that then blood glucose levels were running high and the healthcare provider said not to worry as it was due to settings and they were going in to see the healthcare provider every two weeks to adjust settings. The infusion set was removed after admission but there is no report of any infusion set failure. No set was returned for testing. If patient is mistreated for a longer period (if health care provider adjusted the basal insulin wrongly) the body will experience a constant stress metabolic reaction which could trigger a heart attack. Due to no returned infusion set for testing this case will be reported as a MDR.

Event description:
Unomedical reference number: (B)(4). On (B)(6) 2015 a male diabetic patient experienced high level of blood glucose and heart attack and was hospitalized (name of hospital: (B)(6)) via emergency room. Phone number of reporter or hospital: (B)(6). The spouse of patient report that patient is in intensive care and spouse was not sure if high blood glucose level triggered heart attack or if heart attach triggered high blood glucose levels. The patient also experienced symptoms of diabetic ketoacidosis (blood glucose level 590 mg/dl, vomit) and was treated with insulin drip. The spouse of patient reported that patient started having elevated blood glucose levels about 3-4 weeks ago. Because patient was having black outs due to low blood glucose levels the healthcare provider adjusted the basal settings. The spouse explains that then blood glucose levels were running high and the healthcare provider said not to worry as it was due to settings and they were going in to see the healthcare provider every two weeks to adjust settings. The infusion set was removed after admission but there is no report of any infusion set failure. No set was returned for testing. If patient is mistreated for a longer period (if health care provider adjusted the basal insulin wrongly) the body will experience a constant stress metabolic reaction which could trigger a heart attack. Due to no returned infusion set for testing this case will be reported as a MDR.